Event description:
Patient presented to the physician with redness at the ipg site. On examination, wound dehiscence was observed at right corner of the chest incision site. Physician prescribed oral antibiotics. Patient returned for a follow-up appointment with improvement.